Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw5149125) in which the patient alleges malfunction of the device. Medical intervention was not specified.the device has not yet been returned to the manufacturer for investigation. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Evaluation method code, evaluation result code, conclusion code and initial report date and time have been updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5149125) in which the patient alleges malfunction of the device. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.